Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6 (investigation findings). Updated fields: b4, g3, g6, h2.

Manufacturer narrative:
Corrected field is h6 type of investigation code. Updated fields are b4, g3, g6, h2.

Manufacturer narrative:
Due to character limit in the e1 section, the full event site name is (B)(6) hospital. A supplemental report will be submitted upon the completion of investigation.

Event description:
User called into emergency support program (esp) line to request support with ECG waveform not appearing on the screen. During use of cs300 intra aortic balloon pump. The esp personnel had reviewed troubleshooting action to place a new lead stickers with a dot doppler gel. Then the customer stated ECG tracing appeared on the screen. No harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6-(medical device problem code). Updated fields: b4, g3, g6, h2, h6-(type of investigation, investigation findings, investigation conclusion) and h11. It was reported by the customer through the emergency support program (esp) that during use, the cs300 intra-aortic balloon pump (iabp), the ECG waveform was not appearing on the display. A patient was involved; however, no injury or harm was reported. The customer initially attempted to resolve the issue by changing ECG leads and electrodes, but the problem persisted. Esp personnel advised the customer to apply new leads to the patient, but this did not restore the ECG tracing. Esp personnel then recommended bringing a second pump into the room to determine whether the ECG leads would function on a different unit, they did not. The customer mentioned that the patient monitor was showing a lead fault. Esp personnel explained that the issue was most likely due to poor electrode conduction. The customer was instructed to apply new electrode stickers with a small amount of gel on the back to improve conduction. After a brief hold, the customer returned and reported that while preparing to say the method did not work, the ECG waveform suddenly appeared on the screen. The unit resumed normal function. Based on the conversation between esp personnal and the customer, the issue was caused by poor electrode-to-skin conduction, resulting in the ECG signal not being properly detected. The issue was resolved by reapplied new electrode stickers with a small amount of gel. Therefore, no root cause evaluation can be performed.